Manufacturer narrative:
This device was returned to olympus for evaluation. The connecting tube was scratched, and foreign material was being stored in the scratch gap. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus could not specify the cause of the material remaining from obtained information. Whether there was deviation from IFU in reprocessing steps for the area where foreign material remained or not was unknown. Physical damage of the device was confirmed at where the foreign material was remained. Olympus could not identify the foreign material and could not specify the root cause of the material that remained in the device. The root cause of this event was unable to be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the connecting tube had foreign objects, which has been attributed to inadequate cleaning. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.